Event description:
It was reported that the patient's leadless pacemaker exhibited an increase in capture threshold resulting in capture failure. Microdislodgement was suspected. The lp was explanted and replaced. The patient was stable.